Manufacturer narrative:
Citation: d¿andrea a et al. Predictive value of left ventricular myocardial deformation for left ventricular remodeling in patients with classical low-flow, low-gradient aortic stenosis undergoing transcatheter aortic valve replacement. J am soc echocardiogr. 2019 jun;32(6):730-736. Doi: 10.1016/j.echo.2019.03.002. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding whether speckle-tracking echocardiography can predict both left ventricle flow reserve and left ventricle reverse remodeling following transcatheter aortic valve replacement in patients with low flow, low gradient aortic stenosis. All data were prospectively collected from two centers between january 2017 and may 2017. The study population included 75 patients (predominantly male; mean age 77 years), all of which were implanted with medtronic corevalve bioprosthetic valves (no serial numbers provided). Among all patients, one death occurred at 3 months post implant due to pneumonia. It was reported that there were no procedure or valve-related deaths. Based on the available information, medtronic product was not directly associated with the death. Among all patients, adverse events included: permanent pacemaker implantation due to new-onset left bundle branch block (lbbb), new-onset lbbb without permanent pacemaker implantation, mild aortic paravalvular regurgitation, peri-procedural myocardial infarction, stroke (non-disabling), major bleeding complications (intramuscular bleeding with compartment syndrome, hemopericardium requiring surgery, and overt bleeding), and access site complications (ruptured access site requiring percutaneous transluminal angioplasty with implantation of stent, distal embolization in superficial femoral artery resolved with local thrombolysis, pseudoaneurysm, and common iliac artery dissection). Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.